Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the programmer identified no abnormalities. The programmer passed functional testing, however failed baseline testing as an error code was present. This error was resolved after reloading the system software. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer displayed an error code. Boston scientific technical services (ts) informed that the programmer needs to be returned for repair. No adverse patient effect was reported.